Event description:
Provider alleges a truck backed into consumer while he was in his unit.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.